Manufacturer narrative:
A sample was received at manufacturing site.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported there was no light in the upper illuminator before vitrectomy surgery. There was no patient in the surgery room. The procedure was performed with the use of the lower illuminator. Additional information has been requested but not received to date.